Manufacturer narrative:
The device was not returned for analysis. A review of the 2 possible lot history records revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for both possible lots did not indicate a lot-specific quality issue. Based on available information, the reported slda is due to patient condition (low leaflet integrity). The reported mr is a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. There are two lots. It is unknown which was the slda clip. Cds-30711r1053 or cds-30905a1075.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip intervention was performed to treat grade 4 functional mitral regurgitation (mr). Two clips were implanted and the mr was reduced to grade 2-3. On an unspecified date (approximately on (B)(6) 2024), the patient returned with a single leaflet device attachment (slda) recurrent grade 4 mr. Per the physician, the leaflet integrity contributed to the slda. No additional information was provided.